Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 600 mg/dl. The customer also reported receiving a no delivery alarm. The customer stated the alarm was resolved by a complete set change. The customer declined to troubleshoot for their high blood glucose. Customer also inquired how to purge air bubbles out of the reservoir during the filling process. The customer declined to return the insulin pump for analysis.